Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The flow rate was >30ml/hour. When a non-boston scientific catheter was inserted into the faradrive sheath inside of the body, air was seen in the flush port and shaft of the sheath. The troubleshooting steps included aspirating the sheath, however, air was still present after suctioning. The procedure was completed successfully by using another faradrive sheath. No patient complications have been reported. No air was seen inside of the patient. The product is not expected to be returned as it was discarded in facility.